Event description:
A patient reported experiencing inaccurate erratic results with a lifescan, one touch basic meter. The patient's blood glucose results were 128, 156, 186 mg/dl.tests were done within 10 minutes with a difference of 22%. Patient did not experience any adverse events. No further information has been reported.